Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the carriage assy. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that after further inspection of defective drive mechanism showed that the double wiper for the liner sensor was missing hence the error code 351.6660 from day one of deployment. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that after further inspection of defective drive mechanism showed that the double wiper for the liner sensor was missing hence the error code 351.6660 from day one of deployment. There was no patient involvement.